Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous consumer report from (B)(6) of fever and peritonitis in a patient coincident with dianeal pd2, unknown bag therapy. On (B)(6) 2011, the patient began automated peritoneal dialysis therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 unknown bag therapy (5l, frequency not reported, with lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent, abdominal pain, and a fever of 39 degrees celsius. The cause of the peritonitis was not reported. In (B)(6) 2011, the patient began remedial therapy with heparin (125mg/l, frequency and route not reported), cefazolin (125mg/l, frequency and route not reported), and ceftazidime (dose and frequency not reported, ip). On an unreported date, the event of peritonitis was ongoing and improved. It was not reported whether the event of fever resolved. It was not reported whether dianeal pd2 therapy was ongoing. The consumer did not provide a statement of causality.